Manufacturer narrative:
Initial eval. Performed to confirm or refute claim. The alarms functioned properly but were found to be dirty. Replace as part of routing recertification/maintenance. See scanned pages.

Event description:
A parent/user reported to the home care dealer that the monitors audio alarm did not function. There was no mention of a problem with the unit not actually monitoring the patient correctly. The home care dealer did not witness the problem and it is not shown on the memory download equipment alarm.